Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to t-wave oversensing resulting in therapy exhaustion. A new template and reprogramming of the rate zones was discussed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to t-wave oversensing resulting in therapy exhaustion. A new template and reprogramming of the rate zones was discussed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to t-wave oversensing resulting in therapy exhaustion. A new template and reprogramming of the rate zones was discussed. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted. No additional adverse patient effects were reported.